Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that left ventricular (lv) lead exhibited high out-of-range pace impedance measurements, noise oversensing, pacing inhibition, functional undersensing, had insulation damage and was fractured. Subsequently, the lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicated that the high pace impedance measurements were reproduced with the left ventricular (lv) lead was connected to a pacing system analyzer (psa). Lv lead fracture was visualized and located in the pocket. The lv lead remains surgically abandoned. No additional adverse patient effects were reported.